Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a faulty force sensor resistor. The functional tests could not be performed due to the motor error alarm. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.